Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure 4 months post implantation due to tibial loosening and implant subsiding. The component was not damaged or fractured when removed. The patient simply fell in to varus on the media side and component subsided. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical product: product ID: hex headed screw 3.5 mm hex 48 mm length, catalog # 00590103548, lot # 65384747; product ID: femur trabecular metal posterior stabilized (ps) standard porous, catalog # 42500806801, lot # 65258393; product ID: all poly patella cemented 38 mm diameter, catalog # 42540000038, lot # 64124034; product ID: articular surface fixed bearing posterior stabilized (ps) left 10 mm height, catalog # 42511400810, lot # 64262102. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.